Event description:
On aug. 2, 2007, the lay user/patient contacted lifescan alleging that his one touch ultra meter was reading erratically. The reported inaccuracy issue first started in 2007, at an unk time. The patient reported blood glucose results of "280 and 37 mg/dl" on his meter, which he felt were inaccurate. The times of the tests were not reported. The patient was unable/unwilling to verify the meter readings in the meter's memory; however, the customer service rep. (Csr) noted that the reported meter was correctly set to "mg/dl", an approved sample was used, and the correct testing techniques were used but the incorrect technique was used to clean the puncture site. The patient was unable/unwilling to report if he took any actions in regards to his diabetes treatment as a result of the reported issue. He claimed that he became arrogant at an unspecified time after the reported issue started. Three days later, at 4:30am, the patient received assistance from the emergency services (ems). His blood glucose was "37 mg/dl" on the ems meter and was treated with a "d50" injection. This complaint is being reported due to the following conclusion: although the time difference of the "280 and 37 mg/dl" on the reported meter was not specified, based on statistical methodology, the calculated difference of the results exceed lifescan's precision criteria. In addition, the patient allegedly developed hypoglycemia at an unspecified time after the reported inaccuracy issue started. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.